Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was lost, and it was confirmed that the marker on the tip had peeled off when the device was wiped prior to insertion inside the patient. The procedure was completed successfully with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. A broken driveshaft and a broken coax cable were observed beginning 26.4 cm from the distal end of the connector shaft. Microscope inspection confirmed the imaging core with a broken driveshaft and broken coax cable. The tip was observed to be in good condition, with no foreign material present. The white marker bands in the proximal sheath and telescope showed empty spaces without paint; however, the marker bands were present around the circumference of the device, and no signs of foreign material were noted. Impedance testing showed an electrical open at the distal end of the catheter, between 70-80 cm from the distal housing. X-ray analysis showed no discernible defect on the tip marker band.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was lost, and it was confirmed that the marker on the tip had peeled off when the device was wiped prior to insertion inside the patient. The procedure was completed successfully with another of the same device. There were no patient complications.